Event description:
A malfunction alarm with code 12 was reported, but no notable events occurred prior to it. There was no adverse impact to the customer's blood glucose level. The customer was assisted with resetting the pump, and the issue did not recur afterward. Technical support advised the customer to continue using the pump and to call back if the malfunction code reappears, which the customer understood.